Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned without the packaging. The returned sample was visually examined with and without magnification. Visual examination revealed that the returned sample appears typical. All (B)(4) clips were still in the cartridge. No damages or anomalies were observed. Since the packaging was not returned, the complaint issue could not be confirmed. Functional inspection was not required as a part of this complaint investigation. Additional testing was not required as a part of this complaint investigation. No complaints were received in this range with the same issue. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l1800478 investigation did not show issues related to complaint. A corrective action is not required at this time as the complaint could not be confirmed since the packaging was not returned. The reported complaint of "packaging damage - device package" was not confirmed based upon the sample received. The sample was returned without its packaging. Therefore, it could not be determined whether or not the packaging was damaged. A device history record review was performed on the device with no evidence to suggest a manufacturing related issue. The root cause of this complaint could not be determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that one cartridge was found open during receiving for preparation.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1800478 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one cartridge was found open during receiving for preparation.